Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon evaluation, wires were exposed on the cable that connects the distribution node and the rear therapy electrodes. The pulse wires in this cable were also damaged. The j702 connector was broken on the distribution node pca board. Corrosion was discovered inside the rear therapy electrode interconnect cable. The root cause for the damaged cable, pulse wires, and j702 connector could not be positively identified but was likely physical abuse. The root cause for the corrosion in the interconnect cable could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.